Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while in bed. There was no impact to customer's blood glucose level.